Event description:
It was reported that a pt's durepair graft was previously fixed by using a 4-0 suture to close up a leak, and overlaying the leak with gelfoam and duraseal over the top of that. On (B)(6) 2010, the pt presented with another fluid collection pseudomeningocele. Dr did an exploratory operation to determine if there was a csf leak in the graft. Upon open examination of the graft, he did find a breach in the graft along the suture line. A small opening near one of the suture lines that was about 1-2 mm in diameter was visible. The doctor explored the opening with a pair of tweezers and was able to open it wider. He mentioned, the graft was a little bit soft. He proceeded to leave the graft in place, as it was fairly intact. He created a larger bony opening so he could sew in a place of duraguard. Before sewing in the duraguard patch, he also used a piece of the pt's abdominal fat to plug up the hole in the durepair. His sewing technique involves a tapered suture (says he does not use 'cutting' sutures on these cases) and does a couple of tacking sutures on the top and bottom of the graft to secure it in place, then he does a continuous suture line along each side of the graft to finish. He used more abdominal fat graft over the top of the duraguard graft to help seal up the suture lines. This fat graft was tacked into place with sutures. Neither gelfoam, duraseal or any other products were used for this repair.

Manufacturer narrative:
(B)(4). The product remains implanted and was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unk how this damage occurred. However, the report stated that a previous leak in the graft was fixed by overlaying the leak with gelfoam and duraseal over the top of that. The instructions for use that accompany the device caution that animal study results suggest that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes, particularly in high pressure gradient applications.